Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away. They were admitted on (B)(6) 2021 after being found unconscious at home. In the emergency department, the patient was found to be hypotensive with white blood cells (wbc) of 27 and hemoglobin (hgb) of 6.6. They were admitted to the intensive care unit (ICU) for transfusion and further work-up of anemia and infection. They continued to have clinical deterioration, respiratory failure with acidosis, hypercapnia, worsening hypotension despite use of pressors, and the patient struggled to stay alert. They developed a recurrence of gastrointestinal (gi) bleeding with worsening anemia and required more transfusions. On (B)(6) 2022, comfort care was initiated. On (B)(6) 2022, they developed agonal breathing, profound hypotension. The left ventricular assist device (lvad) was disconnected by a healthcare provider and the patient passed away. It was reported that the death was not considered to be device related and the device operate as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established. The patient ultimately expired on (B)(6) 2022. It was reported that (B)(6) would not be returned for evaluation. It was reported that the patient outcome was not considered to be device related, and the device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death, bleeding, respiratory failure, and localized infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. Section 6 provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.